Manufacturer narrative:
Corrected fields: b1 adverse event/product problem. H1 type of reportable event. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent low out of range impedance measurements and possible loss of capture (loc). Technical services (ts) was consulted and discussed stored episodes. X-ray imaging was performed, with a micro dislodgment been suspected as the root cause. The lv lead has been explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. The device has been returned and analyzed.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent low out of range impedance measurements and possible loss of capture (loc). Technical services (ts) was consulted and discussed stored episodes. X-ray imaging was performed, with a micro dislodgment been suspected as the root cause. The lv lead has been explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.